Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit ac power cord failed electrical safety test. There was no patient involvement.

Manufacturer narrative:
H10. Additional information: tel - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) ac power cord. Getinge field service engineer (fse) attended the site and located the unit to be repaired, dismantled the unit and refitted new ac cardiosave power cord. Tested to as/n= zs3551 and getinge specification the unit was returned back to service. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit ac power cord failed electrical safety test.